Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was in a "bind, a bad situation." They have been in the hospital for about 2 weeks due to "severe, severe, severe" pain in their back. Patient reported their spine, they are in so much pain (agent unable to hear what else patient said at this point in the call). They did a couple neurological tests on them and patient has cancer so they need to get an MRI. Patient stated "they are saying that they allegedly spoke to technical services (ts) and ts has advised that with the make and model of stimulator that I have I cannot be given anesthesia for an MRI." Patient stated "they are saying I have to be awake." They have had an MRI done under anesthesia 3 times with their stimulator. Patient stated they need MRI desperately as they are in such bad shape and stated it is an emergency. They can't do MRI awake. They need to have 6 consecutive mris. They want implanted system removed because it is "electrocuting me." The patient needed the implanted system removed really bad as it's causing patient "so many problems." Patient stated their implant has been off for over 6 months. Agent reviewed role of patient services and sent healthcare provider (hcp) listing email to patient per patient's request. Agent reviewed MRI guidelines with patient. Conferenced ts agent on the call to speak with nurse at hospital regarding MRI guidelines. Ts agent reviewed MRI guidelines with nurse. Patient services agent faxed MRI guidelines to nurse at call closure. When agent asked patient for event date patient stated "the symptoms with the device itself and the reason I turned it off, that happened the last year I want to say, around march." Patient further clarified this occurred sometime in december of 2022. Patient was redirected to hcp to address the issues. Patient made the following comments speaking to someone in the background of the call that agent could hear: patient stated they could have meningitis in their spine and could potentially die. Patient also made a comment at this point in the call that they "just want to pee, I don't want to be relying on catheters constantly and I'm still relying on catheters." Due to the nature of the call, agent made best attempt to document all relevant event information and focused on patient's reason for call (MRI guidelines). 2 call recordings available.